Manufacturer narrative:
The source of the clinical observations was not determined. This device is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting noise which was oversensed on the atrial and right ventricular (rv) channels. A revision procedure was performed and the system was removed from service and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.